Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 202229, expiration date 03/31/2011). (B)(4).

Event description:
Customer reportedly received result of 210 mg/dl on the sensor comfort system and 110 mg/dl on a professional aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.